Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a sub-clavian crush. This lead showed high impedance out-of-range due to this issue. It is unknown if the lead will be returned as boston scientific does not have a contract with the health care facility. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed, approximately 326 millimeters (mm) from the terminal end (severed with electro cautery). The conductors were extremely stretched and extend to approximately 1037mm from the terminal pin. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities, other than induced damage from normal use. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a sub clavian crush. This lead showed high impedance out of range due to this issue. It is unknown if the lead will be returned as boston scientific does not have a contract with the health care facility. Eventually, this lead was returned. No additional adverse patient effects were reported.